Event description:
It was reported that there is no customer direct allegation about an injury induced by a draeger device to the pt. The customer wants to find out the cause of the injuries induced to 4 patients by a device in the operating room. The injuries observed are "deep burn injuries" exactly under the place of the skin electrodes for ECG (connected by leads to the infinity vista monitor). It was further reported that the incidents are related to an ellmann int inc electro-cautery device that was used in the operating room in these 4 cases. Draeger reference number: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.